Event description:
The customer reported that before the procedure began, the unit was turned on and an error sound occurred. The message "temperature test failed" appeared on the status window. The temperature was displayed as 44 degrees at the time. Although the generator was rebooted several times, the problem was not fixed. The procedure was aborted without any harm to the patient.

Manufacturer narrative:
(B)(4). The incident generator has been requested, but to date, has not been received for evaluation. If the generator is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.